Event description:
It was reported that at 15:20 on (B)(6), 2023, the patient underwent transurethral cystoscopy resectoscopy and biopsy under general anesthesia. After the operation, they returned to the ward. The doctor ordered a urinary catheter to be retained, drained urine, and checked. The outer packaging bag of the urinary catheter was intact. According to the operating specifications, the urinary catheter was inserted into the patient and the catheterization was smooth. At 0:40 on (B)(6), the patient was inspected and the patient complained that the urinary catheter had fallen off. The inspection found that the urinary catheter balloon had burst, but the structure of the urinary catheter was intact. There was no bleeding from the patient's urethral orifice, which delayed the patient's urinary catheterization. Immediately, after disinfection with iodophor, replace the urinary catheter with a new one and continue catheterization. At 8 o'clock, the ward was inspected. The patient had no discomfort, the urinary catheterization was normal, and the adverse events improved. Immediately, after disinfection with iodophor, replaced the urinary catheter with a new one and continue catheterization.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.